Event description:
On 08/15/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi test. When the pressure was set at 30 psi, the rate 19 did not meet the standard range of 22-38 psi. No patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00651 is a duplicate of MDR# 3006575795-2024-00650. Refer to 3006575795-2024-00650 for event details. Reference to complaint #: (B)(4).